Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 50 mg/dl. Reportedly customer thought low bg was attributed to medication and not consuming enough food. The customer received assistance from her daughter and treated low bg with snacks and juice. Recommendation was made to consult with healthcare provider regarding diabetes management.